Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. Analysis of the device memory indicated the right ventricular lead integrity alert triggered. The lead integrity alert warning occurred for increased sic count and two or more high rate-non-sustained episodes of <(><<)>220 milliseconds on (B)(6) 2016. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace lead impedance was 4047 ohms on (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sensing integrity counts went up to 644 (within 6 days) along with high rate-non-sustained episodes and evidence of oversensing. Concomitant medical products: 419688 lead (B)(6) 2011.

Event description:
It was reported that at implant of the cardiac resynchronization therapy defibrillator (crt-d) testing confirmed that right ventricular (rv) pace/sense lead was securely in the device header. The next day there was an alert for high right ventricular impedance and x-ray confirmed the lead pin had dislocated from the setscrew. Therapies were turned off and the device was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.